Event description:
Healthcare professional reported left side capsular contracture baker grade iii-IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii/IV, textured implant.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii-IV. Patient additionally reported "textured and moved up and mainly because there's a risk of lymphoma." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: visibility/palpability, capsular contracture, anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. White calcification observed in the device. Delamination partial in the diaphragm valve assessed as to adhesive failure. No further actions are required as the device was implanted."